Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Based on the information available for investigation, neither a reagent or instrument issue is believed to have caused the erroneous results. A pre-analytic issue related to the specific sample is the most likely root cause of the discrepant result.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained that all the tests run on the cobas 6000 c (501) module were not being automatically repeated when a <test flag was associated with the result. The customer provided erroneous results for 1 patient tested for bilt3 bilirubin total gen.3 (bilt3). The initial result was 0.14 mg/dl with a <test flag. This result was reported outside of the laboratory where it was questioned by the doctor. The sample was manually repeated on the same module and the result was 5.01 mg/dl. The result of 5.01 mg/dl was believed to be correct. No adverse event occurred. The bilt3 reagent lot number was 166870. The expiration date was not provided. The field service engineer (fse) visited the customer site. No issues were identified. Internal and external rinses were checked as well as sample and reagent probe alignment. Proper rinse and evacuation levels were checked at the rinse station. Accuracy tests were performed and all results were within specification. The investigation stated that the technical limit in the instrument settings is defined as 0.146 ¿ 38.0 mg/dl. Results that are below this limit with a <test flag will not be automatically repeated.